Manufacturer narrative:
Additional information: on (B)(6) 2020, mentor became aware that a 20-year-old female patient underwent primary breast augmentation with 450cc saline mentor breast tissue expanders and experienced deflation on the right side postoperatively. As a result, the patient underwent device removal and replacement with a 450cc saline mentor breast tissue expander, catalog number 3549223, lot number 7743302 on (B)(6) 2019. On (B)(6)( 2020, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2020, the product investigation was completed. Device investigation summary: during visual evaluation of the sample, it was noticed that the suture tab was damaged. The damage is likely associated with the suture tab coming in contact with something sharp which resulted in cutting the suture tab material. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. Therefore, it was confirmed that the damage does not compromised the shell integrity of the expander. Microscopic examination of the edges of the damage revealed parallel striations consistent with a rupture with a sharp object. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient is complaining about an unspecified mentor tissue expander. No further information is available at the time. If additional information is received in the future, this file will be updated and a supplemental report will be submitted.